Event description:
Customer device = 119 mg/dl without dosing the strip. Customer stated this occurred four times this past year including today. Device = 135 mg/dl during a second test. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.